Manufacturer narrative:
Event date is estimated based on the report that the infection lasted six months. Approximate age of device - 3 years. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient received a heart transplant on (B)(6) 2018. The patient had experienced a percutaneous lead (driveline) infection that had been treated with suppressive antibiotic therapy over a six month period. Normal lvad parameters with normal function noted at time of transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned pump did not reveal any device-related issues and a specific cause for the patient's infection could not conclusively be determined through this evaluation. The pump was returned assembled with the percutaneous lead (driveline) severed approximately 3¿ from the pump housing and approximately 21¿ of the distal end was returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow graft was returned attached to the pump¿s outlet port; however, the bend relief and outflow graft bend relief collar were returned disengaged. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Rescue tape was observed 17¿ through 19¿ from the metal connector. Upon removal of the rescue tape, damage to the silicone jacket was observed 18¿ from the metal connector. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.